Event description:
Additional information indicates that no changeout will be performed and the physician is aware of the situation. The patient is in hospice care.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. This was found when the patient was placed into hospice care and the family requested that tachy therapy be programmed off. No adverse patient effects have been reported. At this time, we are unable to confirm that this device met expected longevity.

Event description:
This product was later returned for an unknown reason.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The device was found to meet specifications for normal battery depletion and normal device operation.